Event description:
It was reported that the pt stated she had a mass at the end of the catheter. The pt reported never having much therapeutic effect. About a month ago, the pt indicated she had pain in the butt and legs when the mass was pressed upon. She also noted she felt warm underneath the pump. The pt did not feel the pump was working correctly, but the hcp indicated it was fine. The pt went to visit her primary care hcp; they were going to start her on antibiotics for unk reasons for symptoms. The pt was at home in fair condition. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).